Manufacturer narrative:
Concomitant medical products: dtba1qq crtd, implanted (B)(6) 2014; 407652 lead implanted (B)(6) 2012; 6947m62 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had slightly elevated threshold. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.